Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). Patient age defaulted to "99" as no patient information was provided. At this time, the suspect device has not been returned for evaluation. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The healthcare provider informed tiger aesthetics medical they heard a pop when suction resumed and noticed a crack in the viality unit. Hcp uses a wells johnson suction device.